Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was 259 mg/dl. The customer was assisted with performing 5.0 unit fixed prime. The customer stated that insulin did not exit. The customer stated that insulin exited with manual prime troubleshoot. The reservoir was returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated two open/used reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies and none were found. Ran occlusion tests and no occlusions were noted.